Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 50 mg/dl. The customer stated that the bolus history revealed multiple boluses that she did not deliver. No further information was provided.